Manufacturer narrative:
A1: patient identifier- (B)(6). A2: patient age- age at the time of enrollment was 69 years old.

Event description:
Elegance study: it was reported that a grade a dissection occurred, and a bailout stent was placed. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery with 4 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length 100 mm with 90% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with study device, pre-dilation was performed by using 3.0 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of the target lesion was performed by dilation using study device, ranger drug coated balloons of sizes 3.0 mm x 120 mm and 4.0 mm x 100 mm. Post treatment, 5.0 mm innova drug eluting stent was placed followed by dilation was performed using 5.0 mm x 120 mm non-bsc pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion, intraprocedural dissection of grade a was noted in the left superficial femoral artery. In response to the event, bailout stent was placed. On 26-jun-2023, the event was resolved. On 03-jul-2023, the subject was discharged from hospital on aspirin.

Manufacturer narrative:
A1: patient identifier - (B)(6). A2: patient age- age at the time of enrollment was 69 years old.

Event description:
Elegance study. It was reported that a grade a dissection occurred, and a bailout stent was placed. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery with 4 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length 100 mm with 90% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with study device, pre-dilation was performed by using 3.0 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of the target lesion was performed by dilation using study device, ranger drug coated balloons of sizes 3.0 mm x 120 mm and 4.0 mm x 100 mm. Post treatment, 5.0 mm innova drug eluting stent was placed followed by dilation was performed using 5.0 mm x 120 mm non-bsc pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion, intraprocedural dissection of grade a was noted in the left superficial femoral artery. In response to the event, bailout stent was placed. On (B)(6) 2023, the event was resolved. On (B)(6) 2023, the subject was discharged from hospital on aspirin. It was further reported that the target lesion was in the left distal superficial femoral artery extending up to left popliteal artery.

Manufacturer narrative:
B5 updated: a1: patient identifier: (B)(6). A2: patient age: age at the time of enrollment was 69 years old.

Event description:
Elegance study: it was reported that a grade a dissection occurred, and a bailout stent was placed. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery with 4 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length 100 mm with 90% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with study device, pre-dilation was performed by using 3.0 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of the target lesion was performed by dilation using study device, ranger drug coated balloons of sizes 3.0 mm x 120 mm and 4.0 mm x 100 mm. Post treatment, 5.0 mm innova drug eluting stent was placed followed by dilation was performed using 5.0 mm x 120 mm non-bsc pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion, intraprocedural dissection of grade a was noted in the left superficial femoral artery. In response to the event, bailout stent was placed. On 26-jun-2023, the event was resolved. On (B)(6) 2023, the subject was discharged from hospital on aspirin. It was further reported that the target lesion was in the left distal superficial femoral artery extending up to left popliteal artery. The relationship of the study device, ranger drug-coated balloon, was downgraded to not related. The dissection was not caused by the study device. It was further reported that the relationship of the study device, 4.0 mm x 100 mm ranger drug-coated balloon is possible. In response to the event, 5 mm x 120 mm innova bailout stent was placed followed by post dilation using 5.0 mm x 120 mm non-bsc pta balloon and the final residual stenosis was noted to be 10%.

Event description:
Elegance study. It was reported that a grade a dissection occurred, and a bailout stent was placed. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery with 4 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length 100 mm with 90% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with study device, pre-dilation was performed by using 3.0 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of the target lesion was performed by dilation using study device, ranger drug coated balloons of sizes 3.0 mm x 120 mm and 4.0 mm x 100 mm. Post treatment, 5.0 mm innova drug eluting stent was placed followed by dilation was performed using 5.0 mm x 120 mm non-bsc pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion, intraprocedural dissection of grade a was noted in the left superficial femoral artery. In response to the event, bailout stent was placed. On (B)(6) 2023, the event was resolved. On (B)(6) 2023, the subject was discharged from hospital on aspirin. It was further reported that the target lesion was in the left distal superficial femoral artery extending up to left popliteal artery. The relationship of the study device, ranger drug-coated balloon, was downgraded to not related. The dissection was not caused by the study device.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: patient age- age at the time of enrollment was 69 years old.